Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were provided for investigation. Upon evaluation of the samples, lure taper testing was performed prior to the samples being connected to a water pressure source. Pressure was applied at 80 psi for 10 seconds. The pressure was reduced to 0 psi, fully opening all ports. The procedure was repeated, and 80 psi was applied for an additional 10 seconds. Leakage was not observed throughout the testing process. The reported issue was unable to be confirmed. All information concerning this reported incident has been included in our trend analysis of the product line. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: stopcock leaked at the connection to the IV line. Description of the patient event: customer states that due to the infusion of propofol not being administered because of the leak, the patient ended up having a seizure.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.